Manufacturer narrative:
The email received for the (B)(6) study indicated that five days post index procedure the patient had a stroke. The patient's medical history includes hyperlipidemia, CABG, renal insufficiency, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension with high risk criteria of dialysis-dependent renal failure. The patient is a (B)(6) male who was enrolled in the sapphire study for carotid stenting. The target lesion location was the ostium of the left internal carotid artery. The vessel was described eccentric. Calcification was severe and circumferential. The vessel was moderately tortuous. The length of the lesion was 20mm and the rate of stenosis 95%. An angioguard ((B)(4)/lot 70711400) embolic protection device (epd) was deployed distal to the lesion and the lesion was pre-dilated. It was noted that the lesion was resistant to pta. A precise ((B)(4)/lot 15548397) stent was deployed at the lesion but the stent 'watermelon seeded' and was placed distal to the lesion. Therefore, another precise ((B)(4)/ lot 15589240) stent was deployed but stent also 'watermelon seeded' and was placed proximal to the lesion. A third precise ((B)(4)/ lot 15471664) stent was advanced and deployed in the lesion. The lesion was successfully treated. The angioguard was retrieved from the patient without difficulty. Upon inspection there was debris found in the basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. Fours after being discharged the patient suffered a neurological event described as aphasia. The onset was sudden and recovery was full. The event lasted more than 24 hours and was fully resolved. The patient was diagnosed with a stroke. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis products. The physician related the neurological event to anti-platelet therapy. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cerebrovascular accident or stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, procedural and pharmaceutical factors may have contributed to the reported events. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2012-00484, 9616099-2012-00485, and 9616099-2012-00486.

Event description:
The email received for the (B)(4) study indicated that five days post index procedure the patient had a stroke. Also during the procedure there was some difficulty placing the stent in their intended locations. The patient is a (B)(6) male who was enrolled in (B)(4) study for carotid stenting. The target lesion location was the ostium of the left internal carotid artery. The vessel was described eccentric. Calcification was severe and circumferential. The vessel was moderately tortuous. The length of the lesion was 20mm and the rate of stenosis 95%. An angioguard (B)(4) embolic protection device (epd) was deployed distal to the lesion and the lesion was pre-dilated. It was noted that the lesion was resistant to pta. A precise (B)(4) stent was deployed at the lesion but the stent "watermelon seeded" and was placed distal to the lesion. Therefore, another precise ((B)(4) / lot 15589240) stent was deployed but stent also "watermelon seeded" and was placed proximal to the lesion. A third precise ((B)(4)/ lot 15471664) stent was advanced and deployed in the lesion. The lesion was successfully treated. The angioguard was retrieved from the patient without difficulty. Upon inspection there was debris found in the basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. Fours after being discharged the patient suffered a neurological event described as aphasia. The onset was sudden and recovery was full. The event lasted more than 24 hours and was fully resolved. The patient was diagnosed with a stroke.

Manufacturer narrative:
Adjudication notes were received and agreed with the original diagnosis of a stroke. The following additional information was also received regarding the event. On the evening of (B)(6) 2012, five days post procedure, the patient presented to the emergency room with mental status changes and confusion. On admission, he was noted to be aphasic with no focal deficits. A brain CT scan on (B)(6) 2012 revealed a 3.6 cm right posterior parietal cortical and subcortical dense hematoma with surrounding edema. There was no associated sulcal effacement, no subdural hematoma or subarachnoid hemorrhage. "Acute infarction less than 24-48 hours may be missed." The neurology consultation on (B)(6) 2012 noted that the symptoms had started around "2 days ago" as the wife noted that the patient was confused and acting oddly: for instance, he did not know how to use phone or turn off tv. He was moving all extremities and was able to ambulate. Neurological examination found the patient alert, mildly confused, but answering simple questions and following commands; there was no obvious aphasia, perhaps mild dysarthria. There were no focal neurologic abnormalities noted. Attention span was reported as poor for a very detailed testing. The consultation report also indicated that a follow-up CT scan on (B)(6) 2012 showed a stable right temporal parietal intracerebral hemorrhage of about 18 mm in maximum diameter (CT report of (B)(6) 2012 not provided). Recommendation: aggressive blood pressure control; to hold all antiplatelet agents for the next 48-72 hours. Neurosurgery consultation for cerebral bleed on (B)(6) 2012 noted no focal neurological abnormalities on exam, stating that the patient was bright, alert, spoke spanish, and had answered questions. Assessment/recommendation: hemorrhagic stroke, possibly secondary to reperfusion stresses and increased blood flow associated with stent placement, could be due to other comorbidities. The summation: this is not a surgical issue. Carotid duplex ultrasound on (B)(6) 2012 showed no obvious stent deformity, no hemodynamically significant stenosis bilaterally, and bilateral antegrade vertebral flow. Echocardiography was performed on (B)(6) 2012, showing no definite source of thrombus ("difficult to determine"). A follow-up CT scan on (B)(6) 2012 reported the following, according to the radiology impression: in comparison to the prior CT head exam on (B)(6) 2012, a right parieto-occipital intraparenchymal hematoma appeared slightly decreased in size and density. The ventricles remained stable in configuration and there was no midline shift. The basal cisterns were patent. The site reported event of stroke (intracerebral/subarachnoid hemorrhage) on (B)(6) 2012 with neurological deficit of aphasia that lasted greater than 24 hours and fully resolved. On (B)(6) 2012 at 30 day follow-up the nih stroke scale score was 0 and the rankin stroke scale score was 0. Please note that this investigation has been completed; no further information is expected. If any subsequent information becomes available to us, it will be forwarded to you at that time. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2012-00484, 9616099-2012-00485, and 9616099-2012-00486.

Manufacturer narrative:
The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis products. The physician related the neurological event to anti-platelet therapy. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2012-00484, 9616099-2012-00485, and 9616099-2012-00486.